Event description:
Clinical study target lesion 1 was located in the ostium of a single anastomosis vein graft to the rca, with 99% stenosis and was 5mm long with a refernce vessel diameter of 3.0 mm. Target lesion 1 was treated with direct stenting using a 3.0x12 mm taxus stent, with 0% residual stenosis. The patient was discharged four days post index procedure on asa and plavix therapy. The patient experienced an unwitnessed arrest at home 190 days post index procedure. Ems personnel found the patient to be without respirations, initial rhythm was asystole. Acls protocols wre initated and continued throughout transport to the hospital. The patient was intubated and ventilated, and IV access was establish. Sinus bradycarda was demonstrated following treatment with epinephrine hyfochloride via et tube. During transport to the hospital, the patient developed an episode of ventricular fibrillation requiring defibrillation once. Upon arrival to the hospital, the patient was unresponsive with a venticular rate of 40 bpm, faint pulses, and no spontaneous repiratory effort. ECG in the emergency room indicated nodal rhythm with right bundle branch block. There were no st segment changes suggestive of ischemia of infarction. The patient was treated for hupotension and bradycardia with dopamine hydrochloride, epinephrine hydrochloride, and phenyleophrine hydrochloride. Family members confirmed the patient's previously expressed wishes regarding dnr code status. Resuscitation efforts were terminated following a brief final visit by the family. The patient was pronounced dead and an autopsy was not performed. The caused of death was "full arrest."